Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer in b5.

Event description:
The customer confirmed that the length of the fractured knife was the same length as the intact knife and no pieces of the knife fell inside the patient.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v's knife broke after energization. The issue was found during the therapeutic endoscopic sphincterotomy. The procedure was completed with another of the same device. The physician commented that the electrosurgical generator used was set with the same usual setting, pulse cut slow of 80 watts. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The cutting wire was broken. The investigation confirmed the breaking portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. A device history review revealed no issues that could have caused or contributed to the reported event. Based on the results of the investigation, the root cause of reported malfunction could not be conclusively identified. However, the cause of the broken cutting wire is potentially due to the following. 1. The device did not protrude enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. The cutting wire and the endoscope were close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage to the coated portion. Olympus will continue to monitor the field performance of this device. To mitigate device damage, the instruction for use provides the following: - since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. - if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.